Manufacturer narrative:
(B)(4). The reported complaint for battery charging difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " the unit was found to have been charged overnight prior to use and was left charging". No patient involvement reported.

Event description:
It was reported " the unit was found to have been charged overnight prior to use and was left charging". No patient involvement reported.

Manufacturer narrative:
(B)(4)